Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, missing reservoir tube o-ring, minor scratched liquid crystal display window, cracked case at the reservoir tube window corner, cracked reservoir tube window and broken battery tube threads.

Event description:
It was reported that the customer had a crack on the reservoir compartment of the insulin pump. The customer's blood glucose level was 472 mg/dl. The customer was treated with manual injection. The pt was advised to disconnect to the insulin pump. The pt was advised after the troubleshooting was performed to discontinue the use of the insulin pump and revert to back up. The customer was informed that the insulin pump will be replaced.